Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.